Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger overrode the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available. Furthermore, per the reported information, the suspect lens was used with the non qualified handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the plunger overrode the lens. Additional information has been requested.